Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was over 300 mg/dl. The customer declined troubleshooting for the blank display, the off no power anomaly, and low battery alarm within 1 week's use. The customer advised that she had reverted to her backup plan until she could get a new insulin pump. Nothing further reported.